Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to high current drain which resulted in low battery voltage. The cause of the high current drain was an anomalous rf module.

Event description:
It was reported that the patient presented for follow-up and the device could not be interrogated. Multiple attempts to interrogate were unsuccessful. The device was explanted and replaced. The patients condition was good after the procedure.